Event description:
Caller reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, which successfully resolved the issue, and the cgm error code did not reappear.